Manufacturer narrative:
The reported malfunction of (B)(4) was observed by a zoll representative during initial onsite testing. The zoll representative determined that the pace setting in the device manufacturing configuration was set to "not enabled". The investigation could not come to a definitive conclusion on how the feature was disabled in the manufacturer configuration. It's important to mention, prior service at zoll shows the feature was enabled during recertification testing. The device was recertified and returned to the customer. The reported malfunction of (B)(4) was determined to be unsubstantiated based on the activity log review of the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device displayed a "pads short detected" message and the patient could not be paced. Complainant indicated that the patient subsequently expired.